Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Inner peel packageing was compromised, crack in plastic rendered item non-sterile and useless. Item was placed in the sterile field. 30 minutes surgical delay. Examination of the returned device packaging confirms the reported damage to the outer tyvek as well as the stress to the peel pouch. As the outer box has not been returned for examination, it is not possible to comment on possible distribution or handling damage. Without the complete packaging to evaluate, root cause cannot be determined. A search of the complaints databases finds no other reports against the product/lot code combination since its release to distribution. It should be noted, a search of the complaints databases against the 152050050 product code finds no other similar reports. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Inner peel packaging was compromised, crack in plastic rendered item non-sterile and useless. Item was placed in the sterile field. 30 minutes surgical delay

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.